Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation determined this was a no risk issue. The root cause of the issue has not yet been determined, however it is possible to get into a state where the study set modification date is more recent than the plan modification date. In this case, the dose is removed and the user is forced to recreate and recalculate a plan that has already been approved. Recreating and recalculating a plan would not cause patient harm. No patients were mistreated.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that on opening certain monaco files already calculated they experienced a loss of the calculation.